Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The device was microscopically and visually examined. There was contrast and blood in the inflation lumen. There was blood in the guidewire lumen. There was contrast in the loosely folded balloon. At 3mm from the tip moving proximally for a length of 8mm the balloon has a longitudinal tear.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.25mmx20mm, eccentric, de novo target lesion containing a =90 degrees bend was located in the severely tortuous and severely calcified left circumflex artery. After the lesion was engaged with a 6f non-bsc guide catheter and crossed with a non-bsc guidewire, pre-dilatation was performed with a 1.50x6 non-bsc balloon catheter resulting to 80% residual stenosis. Following pre-dilatation, a 2.25x23mm non-bsc stent was deployed and a 12mm x 2.50mm nc quantum apex balloon catheter was advanced for post dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.25mmx20mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and severely calcified left circumflex artery. After the lesion was engaged with a 6f non-bsc guide catheter and crossed with a non-bsc guidewire, pre-dilatation was performed with a 1.50x6 non-bsc balloon catheter resulting to 80% residual stenosis. Following pre-dilatation, a 2.25x23mm non-bsc stent was deployed and a 12mm x 2.50mm nc quantum apex balloon catheter was advanced for post dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.